Event description:
Medical center staff were using the device during a code in the rehabilitation ward and as the defibrillator was being charged it allegedly discharged by itself. Witnesses reported that the device operator was holding the defibrillator paddles in the air and was not touching the discharge buttons. The device reportedly displayed an energy fault message each time it self-discharged. The reported malfunction recurred four times. A back up device was used to continue treatment. The pt was reportedly resuscitated. There were no adverse effects to the pt as a result of the reported event. No other pt details were made available to physio-control.